Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement reported. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history records review was conducted. The report indicates: (B)(4), manufacturing date: 24-jan-2018, expiration date: 31-dec-2026, part #: 351.706s, lot#: h514732 (sterile) - 2.5mm reaming rod with ball tip/950mm - sterile. Quantity 75. Raw material part 41033 bp80, lot h467938 was reviewed. Certificate of conformance received from (B)(4) meet specification. Inspection sheet for incoming final inspection 351if706 rev: h meet specification. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. ¿sterility documentation was reviewed and determined to be conforming.¿ if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the outside package of 2.5mm reaming rod with ball tip/950mm-sterile was found broken when the package was received. Nothing was wrong with the device. No patient or procedure involved. This complaint involves one (1) device. (B)(4).